Event description:
Philips received a complaint by the customer on the v60 indicating that the display would not power on and was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer requested the part number for the replacement of the user interface (ui) assembly. The remote service engineer (rse) provided the customer with the part number of the ui assembly to order and replace. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.